Manufacturer narrative:
As no lot number was reported and no sample was returned a manufacturing review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case the sample was discharged by the facility and no images were provided for evaluation. Potential factors which may have contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult patient anatomy, which led to increased friction during stent graft deployment. Insufficient flushing of the device could be another contributing factor. Furthermore, the use of an inappropriate guide wire, or not using of an introducer sheath could be also contributing factors for this event. In this case no information about the anatomy or procedure was provided. The event reported may also be use related as rough handling may lead to deformation and subsequent friction increase. However, as no sample was returned no defect could be verified which may have led to the reported issue. Based on the information available and as no sample was returned, a definite root cause for the reported failure could not be determined. As no lot number was reported a review of the labeling supplied with the subject product could not be performed. However, the current labeling supplied with this product group has been reviewed and it was found that the instructions for use (IFU) sufficiently describe the potential risks. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Regarding the use of accessories the IFU states: "the use of an appropriately sized introducer sheath is recommended. Prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the endovascular stent graft would not deploy during use. There was no reported retraction difficulty. There was no reported patient injury. No additional information was provided.